Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other similar complaints reported in the lot number. (B)(4).

Event description:
A nurse reported that following a cataract procedure with intraocular lens implant (iol) procedure, the patient could not adapt to the iol. The iol was exchanged in a secondary procedure. Additional information was requested.

Manufacturer narrative:
Product evaluation: the lens was returned in a contact lens container. Blood and solution is dried on the lens. The lens is cut in half, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. All product and batch history records are quality reviewed prior to product release. The product investigation could not identify a root cause of the patient's failure to adapt to the lens. No further information has been received. The manufacturer internal reference number is: (B)(4).